Event description:
It was reported that the atrial lead had a potential insulation breach that caused a lead polarity switch to unipolar. The lead impedance is now low. The lead also showed oversensing with four hundred and fifty atrial high rate episodes triggered by noise. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID: addr01, ipg, implanted: (B)(6) 2013. (B)(4).